Event description:
It was reported to medtronic neurosurgery that the valve was occluded.

Manufacturer narrative:
The valve was patent and passed leak testing, however, it did not meet the requirements for reflux and siphon testing. Proteinaceous debris was identified on the exterior and interior of the valve. The device met all specifications for pressure-flow and preimplantation testing. A dissection of the valve found no anomalies. The instructions for use that accompany the device caution that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100 percent tested at the time of manufacture.